Event description:
Event description cpi received information that this bipolar lead was removed from service due to dislodgement. The physician elected to perform an invasive procedure to remove the lead and implant a new bipolar lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.